Event description:
It was reported that the battery is sometimes not charged. The device use is unknown at the time of the even, however, there was reportedly no patient harm.

Manufacturer narrative:
This report was discovered to be a duplicate of pr 1946758 submitted as MDR number 3030677-2022-01802. Device investigation is completed; please see updated codes in this report.